Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed the test with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please medwatch report # 2032227-2014-03793.

Event description:
Customer complained about receiving lost sensor alarms on multiple sensors and stated that when he changed them, he noticed the sensor cannula being bent. During troubleshoot customer stated that the insulin pump is not communicating with the transmitter and assisted on selecting the find lost sensor option. Customer stated that previous sensors were inserted in the abdomen but he iserted a new one in the leg. Patient's bg is 118 mg/dl. Nothing further reported.